Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2019-01885. It was reported the patient has low impedance being present on one of their leads. As a result, the patient plans to undergo surgical intervention on a later date. Note: both of the patient's leads are being reported because it's unknown which lead is liable.

Event description:
Related manufacturer reference# 1627487-2019-07139 & 3006705815-2019-01885. Further follow-up indicates the patient had surgical intervention on (B)(6) 2019, during which the leads and ipg were explanted and replaced. The issue was resolved and therapy has been restored. The ipg was replaced due to physician preference. The patient's ipg has been added to this event as a new device (device 3).